Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause of peritonitis was unknown. It was reported the patient was hospitalized for another indication. Treatment for the event was not reported. It was reported the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow-up, it was reported that the patient was treated with unspecified antibiotics and treatment with meropenem was ongoing at the time of the report. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.